Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had false alarm was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the a nurse stated receiving air in line alarms well into the infusion and not finding any air in the IV set. There was patient involvement, however outcome is unknown.